Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly on the insulin pump. Customer¿s blood glucose level was 145 mg/dl. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery cap and the device remained blank. Customer allowed the insulin pump to rest for two hours. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with full segment display. Problem isolated to interface board. No blank display anomaly noted. Unable to perform functional test due to display anomaly. Unit had minor scratched lcd window, cracked reservoir tube lip, and cracked lcd window.